Event description:
On an unk date, the consumer reported that the needle broke off after injection. The consumer went to his doctor's office who then directed him to the emergency room. The consumer had 3 x-rays done to determine the location of the pen needle. The needle was then surgically removed. No further info is available.